Event description:
Reporter stated that antibiotic leaked during patient use as a result of holes seen in the tubing. Reporter stated that this occurred in one incident and there was no adverse patient event as a result of this.